Manufacturer narrative:
(B)(4). Although requested, the set has not been received. A follow up report will be submitted with failure investigation results should the device be returned for evaluation.

Event description:
Clinical educator reported an extension set was leaking in the area where the three lengths of tubing are connected. Medication running was propofol, morphine and versed. The bedside rn immediately changed the set. The pad under the patient was wet, so the set was leaking for an undetermined amount of time. The patient was admitted on (B)(6) 2013 and approximately two weeks later the patient died. Unknown if event had anything to do with the patient's death. No further patient or event information is available.